Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was "afraid" of continuing with pump therapy due having replacement pumps; however, no specific issue or malfunction was alleged. There was no reported impact to the customer's blood glucose level. The customer declined to complete any troubleshooting or provide any further information to tandem technical support.